Manufacturer narrative:
The pump was returned, and analysis found no anomaly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study on (B)(6) 2019 regarding a patient receiving fentanyl (7000mcg at 4620.10026mcg/day) via an implanted infusion pump. The indication for use was non-malignant pain. It was reported that the patient came in for a routine pump refill complaining of being lightheaded, diaphoretic, and having increased pain. The symptoms were accompanied by decreased appetite and nausea. 8.4ml were expected during the refill, but 14ml were aspirated. Infusion was reduced by 10.4% and a dye study was scheduled for (B)(6) 2019. At the dye study, the patient complained of increased pain and continued diaphoresis, chills, and nausea. The dye study revealed positive cerebrospinal fluid (csf) and goodintrathecal layering without extravasation. The clinical diagnosis was pump drug withdrawal. A pump replacement was scheduled for and occurred on (B)(6) 2019. The event was resolved without sequelae on that date. The etiology indicated the event was related to the device or therapy and was not related to the implant procedure. No further complications were reported or anticipated.